Event description:
This follow-up MDR is created to document the additional event information received for record #621419. According to the available information, the inflatable penile prosthesis was revised, and pump replaced on (B)(6) 2020 due to a hard pump. The hard pump issue was noted in (B)(6) 2020. A titan touch pump was received for evaluation. No functional abnormalities were noted with the pump. The information received indicated the hard pump issues were observed in (B)(6) 2020; however, because no functional abnormalities were noted with the returned component, the complaint could not be confirmed as reported. A review of the device history record confirmed that the devices from this lot met all specifications prior to release. A review of the complaint history database, non-conformances and capas revealed no trends for this lot.

Manufacturer narrative:
Based on the available information, the reported complaint is identified in the risk management documentation and reviewed routinely with management to monitor complaint trends as part of post market surveillance. No corrective action is required at this time.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information, though not verified, hard pump was reported. Issue reportedly observed in (B)(6) 2020. The device was removed/replaced. The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.